Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during his bundle pacing implantation there was no output from the analyzer on the atrial channel at the last measurements. No pacing was obtained and the impendance showed >3000 ohm. It was noted that the issue occurred after the pacemaker device was interrogated on the programmer. Troubleshooting steps checked that the analyzer cables were properly attached to the lead and checked the other connections and adaptors; it was confirmed that the cables were properly attached and the connectors/adaptors were properly connected. The programmer was turned off and on; but the issue did not resolve. A different programmer was used for pacing without any issue. The programmer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis reviewed data in log files. There is a known issue related to measuring impedance due to refresh issue. It was noted that the user may have clicked the impedence button multiple times. No other relevant error was observed in logs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comments as the programmer functions as expected with no issues. However it was noted that the analyzer had damaged pins. No cables were returned with device. The patient connector charges overnight with base station. The programmer successfully paired to personal computer via bluetooth. Base station and patient connector firmware version was verified. Successful telemetry was verified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.